Event description:
The balloon on the iab unwrapped prematurely while it was being inserted through the introducer sheath. As a results of this, the iab was removed and replaced. There were no associated pt complications.